Event description:
It was reported that telemetry could not be established with the device using multiple programmers. No pacing was noted on the electrocardiogram and there was no magnet response with magnet placement. There was a 20 second pause noted. The device was assumed to have complete battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).